Event description:
The facility's nursing director reported that "channel a failed, did not alram." The reported event occurred during pt use. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics, diagnosis, or status, medical intervention, medication involved, type of the failure, or set up of the infusionpump.